Manufacturer narrative:
(B)(4). Lot # 15308842m: the returned catheter was tested and passed electrical test, temperature bath test, generator test, patency and flow rate test and for visual characteristics inspection. The deflection was found to be outside of specifications. Analysis showed the puller wire was broken inside the deflection barrel apparently due to an over adjustment of the anchor pin. Lot # 15279572m: catheter not returned. The cause of the cardiac tamponade is unknown since the customer reported two catheters related to the event and it was stated they were unsure if the catheter caused the injury or not. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was confirmed.

Manufacturer narrative:
(B)(4). Among the two catheters having deflection issue, only one was returned for analysis. The catheter involved in the injury was not returned for investigation.

Event description:
It was reported that the puller wire broke during the pulling/pushing action of deflection knob for both catheters. The physician was unable to deflect the catheter to its desired curve. The catheter was replaced with same like product to continue with rf ablation. Patient suffered a cardiac tamponade post use of second defective catheter. The physician was unsure as to whether it was the catheter caused injury or not, but stated that it could be a potential problem/cause too. Additional information indicated that both catheters had deflection issues. The catheter returned was the first one used.